Event description:
Related manufacturer reference number: 2017865-2023-16917. It was reported the patient presented for a leadless pacemaker implant. During the procedure, after the leadless pacemaker was screwed in, it was observed the pacing impedance was over 2000 ohms and there was no capture at max output. When attempting to redock to the delivery catheter, the leadless pacemaker spontaneously released but remained screwed in place. The physician waited two hours to see if the electrical measurements would correct, but they did not. The device was retrieved and replaced with a new leadless pacemaker. The procedure concluded without further issue. The patient was stable.

Manufacturer narrative:
The report event of premature release was confirmed. As received, a complete catheter was returned in one piece. Visual inspection found one of the tethers was retracted inside the docking cap. X-ray examination found the one of the tether wires was broken and the other one was buckled inside catheter. The cause of the reported event was due to broken and buckled tethers inside the catheter.